Event description:
Procedure performed: urgent bi-ventricular pacemaker replacement; pacemaker system failure with reversion to safety mode, and intermittent pauses up to 10 seconds detected on telemetry with associated symptoms. Pacemaker explanted ¿ boston scientific model u128 serial (B)(6); doi (B)(6) 2017; pacemaker implanted ¿ boston scientific pulse generator valtitude x4 model u128 serial (B)(6).